Event description:
It was reported that an alert from the device was received for low, out of range, low voltage lead impedance issue was observed on the lead. No other electrical anomalies were observed and sensing, pacing and capture issues were within normal ranges. No noise was observed on the lead as well. Programming changes were recommended. Physician elected to monitor the lead. Patient was stable and had no adverse consequences.